Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/segmental resection of lung. According to the rptr: after 1st firing, the pleura which was grasped with the distal end of jaws was torn, since it was pushed out from the jaws while firing. Using another device the torn part was excised additionally and the procedure was completed w/o further problem. No bleeding. There was tissue damage and unanticipated tissue loss. No info about the use of reinforcement material. Clinical sample was discarded at the site since the pt has infection. The lot number of the device was not identified.